Event description:
(B)(6) with dr. (B)(6) office called in to report the strattice "has completely detached and is mobile in the breast pocket" bilaterally. The explant surgery has not been scheduled. Patient has non-allergan implants. (B)(6) did not provide the lot# of the devices. (B)(6) provided the date of implant as " about two years ago". (B)(6) will call back with lot#. Other lot# record is under int-3686. (B)(6), 2021 skylar followed up with the lot numbers used in the events. Sp200083-049 and 032. This report is for 032.

Manufacturer narrative:
Qa investigation into lot sp200083 resulted in no remarkable findings including (B)(4)devices released to finished goods with (B)(4) devices distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted. With no other complaints and no related processing deviations or nonconformance revealed. Lot sp200083 was processed aseptically, terminally sterilized and met all qc release criteria.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. No confirmation of explant.

Event description:
Maribal with dr. Jennifer emmett's office called to report the strattice was unincorporated and completely detached two years post op of a bilateral breast reconstruction. The strattice appeared mobile in the breast pocket. The explant surgery has not been scheduled. Patient has non-allergan implants. Maribel provided an estimated date of implant was " about two years ago". She will follow up with the lot numbers.